Manufacturer narrative:
Patient had discomfort in their teeth, so the coil was adjusted per the neurostar training guide, but then the patient had a slight twitching in their hand. The recommended adjustments in the training guide for hand movement were not made. The patient experienced a seizure about a minute after the coil had been adjusted (9 minutes 11 seconds (1850 pulses) into their first treatment). The patient has recovered from the seizure but will not be continuing tms treatment. Patient does not have a history of seizures.

Event description:
The treating practice contacted neuronetics to inform them that a patient experienced a seizure during tms.